Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead had high thresholds and impedance as the lead¿s impedance spiked and rv capture increased. The rv lead was explanted and replaced. It was also reported that during the rv lead revision the right atrial (ra) lead had dislodged. Therefore, a new ra lead was also implanted. No patient complications have been reported as a result of this event.